Event description:
It was reported that the patient had 23 seizures in 2007/2008 while she was pregnant. She reportedly almost died, and the patient attributes the neurologist to saving her life. The patient indicated that her quality of life prior to vns was reportedly very bad, but with vns, her quality of life is equal parts good and bad. Clinic notes revealed that the patient was first seen by her treating neurologist in (B)(6) 2007, during her pregnancy. He took the patient off some of her medications. On (B)(6) 2007, the patient reported with four bad generalized tonic-clonic seizures with two tonic-clonic seizures per month and an increase in absence seizures. The physician noted that they seem to be worse if she misses medication. The patient was reportedly not happy with her seizure control. However, she reported no side effects, no changes to medical history, and the physician noted no other changes. Then on (B)(6) 2007, when she was further along in her pregnancy, no changes were made. The physician noted that at the time of the baby's delivery, he expects an increased risk of seizures. Therefore, he stated that the patient should have her vns magnet and medications readily available. It is noted that she had a change in seizures when she was taken off of carbamazepine. On (B)(6) 2008, it was reported that she had 20 seizures: 10 simple, 9 complex, and 1 labeled "other"; everything was reportedly okay with the vns. The patient had no clusters, and she was doing slightly better. She did have absence and tonic-clonic seizures. On (B)(6) 2008, she reported five seizures. No additional information was provided by the physician's office, and attempts for information from the patient's previously treating physician are unsuccessful. The patient's explanted generator was previously received by the manufacturer on (B)(6) 2009. The return product form indicated the reason for generator replacement as end of service. Product analysis for the generator was completed, and the reported end of service allegation was not confirmed. During the analysis, there was no indication from the device that an end of service condition existed. The device met the device specification requirements at the time that the device was manufactured. There was no condition during the product analysis that would suggest any anomaly with the device.